Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The device passed the displacement, basic occlusion, prime and excessive no delivery tests. A scratched lcd window, cracked reservoir tube lip, missing end cap sticker and scratched resrvoir tube window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 450mg/dl. Instructed the caller to seek medical treatment. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.